Event description:
On (B)(6) 2012, aci received a copy of a medwatch report (MDR # (B)(4)). The report stated that the date of event was (B)(6) 2012, and was sent to the FDA by the user facility on (B)(6) 2012. Following is the description of the complaint: "attempted to deploy a mynx with grip device. Pulled through the vessel. Manual pressure held. No hematoma. Mynx was intact. No harm to the pt." No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1202401) indicated that the device lot met all established performance criteria prior to shipment.